Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis about three months ago. The customer could only recall waling up very sick and vomiting prior to going to the hosp. The customer reported a blood glucose reading of 463 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.